Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged from its original implanted position. This rv lead has been successfully revised. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.